Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the cannula was bent, but the insulin pump did not alarm no delivery and her blood glucose is greater than 400mg/dl. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.